Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touch screen was not responding appropriately and verified that the touch screen was able to function with a known, good display. The computer platform (cp) was replaced. The software was reloaded and the programmer then passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a software update, the programmer would not progress to the menu screen. The user reports the screen was frozen and would not respond to touch when frozen. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.